Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypadtraces. No button error alarm and no weak battery alarms noted. Scratched lcd window and cracked battery tube threads. No ramping numbers noted. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had button error alarm and keypad anomaly. The blood glucose at the time of the incident was 278 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.